Event description:
It was reported that the device was used during a colon resection. It was reported that during the operation the surgeon did not hear the acoustic feedback and at extracting the stapler saw that the staples of the anastomosis had not the correct heght to allow a correct hemostasis. The margin of the anastomized tissue was cut. It is not yet known how the case was completed. It was reported that the consequence to the patient was a larger incision.